Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).

Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of neuropathy in a female pt who received super poligrip (formulation unk) cream for denture adhesion. At time of filing of the complaint, the pt (B)(6) had worn dentures for six years. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip (dental). At an unk time after starting super poligrip, the pt "...was diagnosed with neuropathy attributed to excess zinc and resulting copper depletion..." The attorney stated "plaintiff avers that when super poligrip is foreseeably swallowed and/or otherwise exposed to the user's gastrointestinal tract, zinc in excess amounts is absorbed in the body's tissues, upsetting mineral homeostasis and resulting in depleted copper levels in the body. This copper depletion results in the development of, inter alia, a constellation of neurological symptoms generally referred to as neuropathy and other complications. By the time these symptoms are noticed and eventually connected to excess zinc and copper depletion, permanent neurological and other physical injury has already been suffered by the user." This case was assessed as medically serious by gsk. Treatment with super poligrip was discontinued. At the time of reporting, the events were unresolved.